Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as post mitraclip implantation, the mitral valve mean pressure gradient was 11mmhg. It was reported that this was a mitraclip procedure treating ischemic, functional mitral regurgitation (mr) grade 4+. One mitraclip (cds0502 80618u129) was implanted without issue, reducing the mr to grade 1+. Following implantation, the mitral valve mean pressure gradient was reported as 11mmhg. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Based on reported, corrected information, the mean mitral valve pressure gradient of 11mmhg was reported in error by the site. The correct value was 2mmhg. There was no mitral valve stenosis. As there was no adverse event and no device malfunction, this would not be MDR reportable.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: it was confirmed that the post procedure mean mitral valve pressure gradient of 11mmhg was reported in error by the site. The correct value was 2mmhg. There was no mitral valve stenosis. There was no adverse event and no device malfunction.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system and no reported patient effects. Additional information was obtained that there was no mitral stenosis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.